Event description:
On october 14, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) listened to the recorded call to lfs to obtain additional information included below: the patient has had diabetes for 50 years. She woke at about 5:00 am on october 14, 2006, "not really feling well". She tested her blood glucose level with the reported product and obtained a result of 164mg/dl. She went back to bed because the reading seemed ok. An hour later, she became shaky and retested with the reported meter and test strips; the result was 174 mg/dl. The patient realized the meter reading did not correlate with her symptoms. She opened a new vial of test strips and retested. She obtained a result of 53 mg/dl one minute afterthe 174 mg/dl. The 53 mg/dl readng correlated with the patient's usual symptom of hypoglycemia (shakiness). The patient drank orange juice and felt better. The customer care advocae (cca) confirmed that the test strips and vial were in good condition; the test strips were not expired and had been stored correctly. The meter code was set correctly and the patient followed correct testing technique. A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported becaus the lfs product reading high compared to the patient's symptoms and another reading taken with a new vial and different lot of test strips. The patient experienced symptoms that suggested hypoglycemia and treated herself with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.